Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Hurts-lip [lip pain] lip gets stuck in the small hole in the brush [lip injury] not stayed properly on the holder...slides off - oral-b/power toothbrush [device connection issue] case narrative: relative reported via e-mail that their son's brush head did not stay properly on the holder and slides off while brushing. No serious injury was reported.